Event description:
It was reported that there was a telemetry failure with the programmer rf (radio-frequency) head. The rf head was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the cable was out of electrical specification. (B)(4).

Event description:
It was reported that there was a telemetry failure with the programmer rf (radio-frequency) head. The rf head was returned for repair. No patient complications have been reported as a result of this event.